Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the subclavian artery. A 6.0x40x135cm express ld vascular stent was selected for use to treat the lesion. However, during the procedure, the stent slightly migrated to the proximal part of the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Type of reportable event corrected from malfunction to serious injury. (B)(4).

Event description:
It was further reported that the 6.0x40x135cm express¿ ld vascular stent migrated from the subclavian artery and was deployed in the common iliac artery.